Event description:
It was reported that the patient's scs lead migrated. The migration was confirmed via CT scan. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024, where the lead was explanted and replaced. Therapy was restored post-op.